Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/28/2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen calibration failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02oct2018; date of manufacturer: 01oct2018. Philip's international service technician confirmed the reported touchscreen issue. The service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.